Event description:
Consumer alleges the wire connecting the joystick to the control panel allegedly became stuck in the spring coils on the back of the unit at the folding point. It seems the wire was pinched in these coils allegedly resulting in the wire shorting out and allegedly catching fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Due to the cable not being routed correctly, it allowed it to be caught in the folding mechanism, causing the pinch point. Cable was re-routed by either dealer or end user to switch the joystick from right to left side.

Event description:
Consumer alleges the wire connecting the joystick to the control panel allegedly became stuck in the spring coils on the back of the unit at the folding point. It seems the wire was pinched in these coils allegedly resulting in the wire shorting out and allegedly catching fire.